Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient followed-up (B)(6) 2010 and presented with pelvic pain and leakage. The patient was seen again (B)(6) 2012 and presented with some discomfort and continued leakage. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.